Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 70-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she experienced erythema, tenderness, and pruritus on the scalp beneath the transducer arrays. In response, the patient repositioned the arrays and applied topical petroleum jelly and clobetasol. Additionally, hydroxyzine 25 mg was prescribed by a healthcare provider to alleviate scalp pruritus. Submitted images showed areas of mild to moderate erythema located across the scalp, including the posterior region near the site of the prior surgical resection scar. Multiple attempts were made to obtain additional information from the prescribing physician although no reply was received.